Manufacturer narrative:
The returned device was evaluated. External inspection revealed one cover screw missing. During this testing the unit was able to power on using ac power but did not power on using battery. The device was able to obtain readings and alarmed visually and audibly under alarm condition. It was observed that on occasion the lcd would scramble, displaying random graphics completely obscuring the display. Internal inspection showed fuse f1 on the system board is open resulting in no battery power to the device. Poor connection between the lcd and system board results in scrambled display.

Event description:
The customer reported a scrambled display. Text and values are not readable. No patient impact or consequences reported.